Manufacturer narrative:
(B)(4). The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer reported to baxter a connection issue with a transfer set during use. The customer reported that the connection was loose and not secure on the transfer set. There was patient involvement however no injury reported as found during use.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue was undetermined. A batch review was conducted, and no issues were found related to the reported condition during the manufacture of the lot.